Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that multiple ilet cartridges from two lots leaked through the rubber stopper at the top during use, with four leaking cartridges observed across multiple boxes and three from a single box, while the user was filling to 1.9 ml and attaching the connector outside of the ilet; the user was educated on proper connection procedure, supplies were changed, and the device alerted to a high glucose. Symptoms included nausea and a sensation of body heat. Outcomes included hyperglycemia up to 377 mg/dl for about four hours, which was corrected by changing supplies, without outside assistance or medical intervention. Investigation included user interview, troubleshooting, and procedural education. Investigation of this case revealed a leaking cartridge component consistent with a component integrity issue at the stopper interface and improper handling during connector attachment outside the device, resulting in loss of insulin delivery and elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was user technique combined with a cartridge leak consistent with component failure.